Event description:
Olympus was informed that during a therapeutic colonoscopy procedure, the users had experienced a complete loss of image. The intended procedure was completed with a different olympus endoscope. There was no patient harm reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding this report. The user facility reported that the complete loss of image was experienced in the middle of the procedure. The user facility reportedly attempted to troubleshoot but was unable to recover the image. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. The evaluation found no image on the subject device. The source of the difficulty was isolated to a failed charge coupled display (ccd) unit. The unit has been serviced and returned to the user facility. The cause of the ccd unit failure could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.